Event description:
It was reported that on (B)(6) 2013 ¿the patient crashed, this thing was giving them all kind of readings.¿ the reporter clarified that ¿no, the patient had a head crash, everything went down, charging unit started giving them all these 15 different codes and symbols.¿ the reporter further clarified that all of the patient¿s devices crashed and he did not physically crash. The reporter stated that they spoke with a manufacturer representative three to four days after the issue began who said ¿something might be wrong with the connector pin, it could be bent or moisture got into it.¿ the reporter stated that this was not the case and ever since the patient had been steadily getting worse. The patient never got back up to the point where he was before the ¿systems all went down.¿ the patient kept saying that he was getting a shock, so the healthcare provider (hcp) did a CT scan because the representative reportedly thought "it might be something with the wiring from his head to his battery." The scan showed everything through the patient's head to his chest was fine and the internal devices were functioning normally. It was determined that the patient¿s recharger antenna had three holes burnt through the plastic or rubber coating. A replacement antenna was requested. Later that day, it was reported that the recharger antenna cable was frayed and the anomaly appeared to have occurred through product use. Eleven days later it was reported that the reporter did help the patient around (B)(6) 2013 to get in touch with the manufacturer for the issue reported to her about the recharger. The reporter was no longer the representative in the area and had no additional information to offer on this event or patient. Twelve days later, it was reported that the manufacturer representative was not aware of any implantable device issue, she was only aware of the recharger issue. The reporter never met with the patient, she only assisted his wife over the phone. Later that day it was reported by the patient¿s wife that the replacement resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 3389s-40, lot# v477182, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).